Manufacturer narrative:
At this time, product has not yet been returned and the provided serial number is not valid. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and freestyle precision neo, and no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a delivery delay with a replacement adc device. The replacement device was issued as customer had reported an error message, "connected to pc", with the adc device. Due to delivery delay, customer experienced event in which they developed symptoms of fatigue and dry mouth. The customer went to hospital where they were treated with rapid insulin (dose unknown) and unspecified medication via IV. There was no report of death or permanent injury associated with this event.